Manufacturer narrative:
(B)(4). The cause of the peritonitis report was due to use error, poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot numbers (gd878207 gd878199), with no defects noted during manufacturing. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. The patient's nurse reported that the patient made a mistake while performing therapeutic pd and experienced a touch contamination on an unreported date. Consumer clarified that her drain bag was leaking and when the consumer went to drain the bag, she forgot to put the cap on the transfer set. The patient was hospitalized on an unreported date in (B)(6) 2010. On an unreported date in (B)(6) 2010, the patient had peritoneal effluent cultures taken. The results of the cultures were unknown. Treatment during the hospitalization was not reported. On an unreported date, the patient was discharged and had recovered from the peritonitis. The outcome for the touch contamination was not reported. It was not reported if dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy; rather it was related to the touch contamination. The nurse did not provide an opinion of causality for the touch contamination.